Event description:
A site representative reported that the camera on the navigation system would not communicate with the system when powered on. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Date of this report based on completed analysis of returned psu camera. Replacement device shipped to site for issue resolution. Medtronic investigation of returned suspect device finds that the positioning sensor unit (psu) camera powered on and communicated with the system control unit (scu) without issue. However, the psu camera has a laser battery fault and failed the accuracy assessment kit (aak) test at .62 mm.